Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's tremors had been ramping up over the past month, and moreso over the past few days. The patient indicated it was the ins, however the hcp noted the patient had dementia and was not always reliable. The hcp indicated they would try to find their programmer or recharger and check their system. No further complications were reported as a result of this event.